Manufacturer narrative:
Concomitant medical products: product ID: 7424, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. (B)(4). Analysis of the extension (s/n (B)(4)) found the extension had breached depression on the outer insulation exposing the #3 conductor 0.8cm from the proximal end.

Event description:
The device was returned with no initial allegation against the device or therapy.

Manufacturer narrative:
Conclusion code. No longer applies.